Manufacturer narrative:
B2. As it as indicated the patient is being treated at a hospital, this event was updated to be a serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer's representative and was confirmed/provided by the healthcare provider (hc p). It was reported that the cause of the motor stall was not determined. Immediate action was taken after the rep interrogated the pump and realized that it had been stalled for 60 hours. The rep contacted patient services (ps) and another rep contacted the hcp. The motor stall was not resolved. As instructed by ps, the rep reduced the pump settings to minimum rate, which the hcp agreed with. The provider taking care of the patient at the hospital also approved of those changes. The patient had been seen by their managing hcp after the stall. Additional information was received 2026-mar-04 from the manufacturer's representative (rep). It was reported that the rep was unsure the cause of the patient's hospitalization. The rep was observing with a colleague and they were called in post magnetic resonance imaging (MRI) read. The patient's managing healthcare provider (hcp) instructed changes for the patient's pump, and the rep communicated this request and informed the hcp providing care for the patient at the hospital. The hcp at the hospital approved those changes as "in" and was the one that pressed the button on the tablet to update the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative (rep) regarding a patient receiving hydrom orphone, bupivacaine, and clonidine via an implantable pump for lumbar radiculopathy and non-malignant pain. It was reported that the patient had an MRI on (B)(6) 2026 and when they interrogated the pump at that time, it showed that the pump had been stalled and stopped for 60 hours and 34 minutes. The pump logs showed a motor stall on (B)(6) at 1:04 am and no motor stall recovery. The rep stated that the patient was non-verbal so they were unaware of the patient's location at the time of the stall and did not know if the pump had been audibly alarming since the time of the stall. The issue was not resolved through troubleshooting.